Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The mother of a patient reported that her son has experienced the infusion set adhesive not sticking. She stated that his blood glucose was elevated to 300 mg/dl. She stated he changed his infusion set and bolused to reduce his elevated blood glucose value. She reported that his blood glucose values are fine now. The patient's mother did not know of any symptoms the patient may have experienced. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned.